Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported fraying and sparking at the power supply cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system and accessories kit was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. It was reported that the power supply cable was frayed and sparking occurred was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.